Event description:
Clinical study. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure that the patient returned with in-stent restenosis. The index procedure treated the 80% stenosed 6.0x12mm target lesion located in the ostium right internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 4-9x30mm nexstent. Following post dilation with an unspecified device the residual stenosis was 0%. One day post procedure, the patient was discharged with a stroke value of 0. The patient returned 368 days following the index procedure for a scheduled 12 month ultrasound revealing a 50% restenosis of the target lesion. The patient was asymptomatic with an nih stroke scale of 0. No action was taken for this event. Per the physician, the relation of the device to the event was listed as "possible."

Manufacturer narrative:
Taxus express2 paclitaxel-eluting coronary stent system. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.